Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent pvc (premature ventricular contraction) procedure that included thermocool smarttouch sf catheter. The patient experienced pericardial tamponade that required pericardiocentesis, placement of drainage bag, and ICU admission. The event description also notes a cardiac perforation. Timing: during the ablation of the earliest site of pvc near apm. Description of health hazard: cardiac tamponade. Pvc procedure. After sound map of lv was created with sound star eco catheter, trans-aortic lv mapping was performed with decanav catheter. Then, additional trans-aortic lv mapping was performed with smart touch sf catheter. Because of difficulty with trans-aortic mapping of lv basal area, atrial septal puncture was performed, and transseptal lv mapping was performed additionally. Subsequently, the ablation was conducted to the earliest site near apm. Pvc waveform of reference changed, so lv mapping was performed again with smart touch sf catheter. During the ablation of the earliest site, the blood pressure decreased gradually. Pericardial fluid was confirmed with sound star eco catheter, so pericardiocentesis was performed and 200 ml of fluid was drained, and the vitals recovered. The patient was admitted to ICU with a drainage bag in place. Atrial septal puncture was performed. Ablation was performed before pericardial effusion / tamponade. Steam pop was not confirmed. Irrigation catheter flow settings: 2ml/min continuously, 15ml/min at the ablation. Physician's judgment of health hazard was non-serious (moderate/minor). Physician¿s opinion about the relationship between the event and the product: since there was no problem with the data during the ablation, it was not sure at what timing the perforation occurred. Cf monitoring methods: real time graph; dashboard; vector; visitag. Coloring settings for visitag: tag index. Additional filters for visitag: fot. No abnormalities during or before use of product. Event occurred (B)(6) 2023. Adverse event discovered during use of biosense webster products. Physician's opinion on the cause of this adverse event: it is not clear when the perforation was occurred. Patient improved. No error messages observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 19-jul-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was a reported that a patient underwent pvc (premature ventricular contraction) procedure that included thermocool smarttouch sf catheter. The patient experienced pericardial tamponade that required pericardiocentesis, placement of drainage bag, and ICU admission. The event description also notes a cardiac perforation. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31041446l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event was not clear when the perforation occurred. Patient improved. No error messages were observed on biosense webster equipment during the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jul-2023, bwi received additional information regarding the event. The patient did not require extended hospitalization. Correct catheter settings were selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation with no problem. Parameters for stability used: range:3mm, time:3s, fot25% 3g, tag size 2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).